Manufacturer narrative:
The unit had an intermittent button response due to a flattened and creased button dome switch. The unit had a minor scratched lcd window, a scratched case, a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner.

Event description:
A nurse called in for the customer to report physical damage to the insulin pump due to a motorcycle accident. The accident was not due to diabetes. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.